Event description:
It was reported that at 17 days post-op, a second surgery was performed on an initial right shoulder arthroscopic rotator cuff repair. At a post-op office visit, an x-ray revealed that the metal tip to the anchor had migrated medially to the level of the glenoid. According to the reporter, the surgeon retrieved the tip, leaving the anchor secure and in place. A c-arm image was taken to confirm the tip was removed with no complications. Initial date of surgery was 2008. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The part returned and the part mentioned in the operative report are not the same as the part originally reported in the complaint. There were no problems found with the part returned. The customer has been requested to clarify the difference between the part returned and the part reported but has not responded; therefore, the device history record review could not be performed. Not enough information has been provided to determine a root cause; however, based on the information provided, the most likely cause of this type of event is improper bone socket preparation. If the anchor is malleted in at a steep angle to the humeral head, the anchor tip may enter and exit through the tuberosity. This may inadvertently nick the fiberwire upon anchor insertion so that the anchor tip becomes free to migrate. Patient non-compliance to post-op protocol may also lead to suture fraying and a loose tip with this type of bone socket. The potential causes of this event are being communicated to the event reporter. If a different device is returned and/or additional relevant information is obtained, a follow up report will be submitted.